Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 4968-35 lead, implanted: (B)(6) 2009, c4tr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.